Event description:
Per the clinic, the patient experienced pain, swelling, and tenderness at the implant site and was prescribed oral antibiotics (duration not reported) and topical ointment in (B)(6) 2013 (specific date not reported). The patient was seen on (B)(6) 2014 and the abutment was removed. On (B)(6) 2014, the patient was seen for wound check and it was noted that skin had overgrown the device. The patient was administered a kenalog injection at the site and a hypertrophic scar at the abutment site was excised. In (B)(6) 2014 (specific date not reported) it was reported that the site was healing and the pain had improved. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.